Event description:
Intraoperatively, during a spinal fusion, the reduction lever from the vendor instrumentation tray broke while being used on the patient. This occurred with two separate levers. The metal lip at the end of the levers broke off in the wound. All pieces were recovered from the wound by the surgeon and matched to the levers. A picture was taken by circulator of instruments and pieces. These two instruments broke during the procedure. After speaking with the rep, he assured me that this was not a remarkable occurrence. This sometimes happens with normal use. All of the pieces were recovered and the patient was not harmed. The rep stated that these instruments can break with normal use. There is no way to predict their failure. He confirmed that all pieces of the instruments were recovered and did not see any harm to the patient. These are specialized instruments belonging to the rep and loaned for use in this particular case with his products. The rep stated that the break happens with normal use. The pieces were recovered. The patient was not harmed and was transferred to the floor with possible discharge tomorrow. These broken items are instruments that loaned to us for use during the case. They are not actual products that we have access for the numbers.